Event description:
Physician called for medical information and reported adverse events. A newborn underwent endovascular catheterization after staged norwood procedure with placement of unspecified palmaz stent in the medial aorta in 2009. Physician reports that patient experienced, "multiple strokes, both left and right sides with sequelae." Physician is aware of these ongoing events and no further information is available at this time.

Manufacturer narrative:
Additional information has been requested, and will be submitted within 30 days of receipt.